Event description:
Caller reported blood glucose results of 256 mg/dl on aviva combo system, 116 mg/dl on aviva nano system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided for the aviva nano.